Event description:
Rec'd report of 1 documented and 2 undocumented incidences of air entraining into IV tubing. Nursing unit doing autotransfusion post cardiotomy had tubing set up of plumset line connected to blood filter connected to chest tube. The air was entering into the line at the vent and going into the IV line, and once in the cassette, the tubing was rendered useless and tubing had to be changed. One pt had bleeding problem and was to return to surgery, however, he had to return sooner than expected since the tubing change, required by the air entering the line required its discard, leaving less blood available for autotransfusion.